Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: it was reported by a facility in germany that the tracheostomy tube cuff from a blue rhino g2-multi percutaneous tracheostomy introducer set leaked. The device was placed successfully during a percutaneous tracheostomy procedure. The cuff was confirmed to have formed an adequate seal in the trachea. One day later, the cuff leaked. As a result, the tracheostomy tube was removed and replaced with a new device. No other adverse effects were reported for this incident. Reviews of the complaint history, device history record (DHR), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned, so a physical examination could not be performed. The shiley trach tube is supplied to cook from a supplier, and a notification was sent informing them of the failure. Cook reviewed the device history record for the reported lot and records no relevant non-conformances. A search on the raw material lot found no relevant non-conformances. Additional final lots were reviewed and did not identify any non-conformances or additional complaints. Cook also reviewed product labeling. This kit is supplied with a cook instruction for use (IFU) c_t_ptisgi_rev0. The cook IFU states: patient preparation. ¿1. Following the tracheostomy tube manufacturer¿s instructions, test the balloon cuff and inflation system. 6. Generously lubricate the surface of the appropriately sized loading dilator and load the tracheostomy tube onto the dilator. Ensure that the tracheostomy tube¿s tip fits snugly on the dilator. Ensure that the balloon is completely deflated. Thoroughly lubricate tracheostomy tube assembly.¿ tracheostomy procedure. ¿20. Inflate the tracheostomy tube balloon cuff. Connect the tracheostomy tube to the ventilator. Confirm position of the tracheostomy tube via standard methods (e.g., capnography, breath sounds, etc.). 21. Deflate and remove the endotracheal tube.¿ post-placement. ¿follow hospital protocol for post-tracheostomy care and maintenance.¿ how supplied. ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of product labeling and device history record does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no return device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that the cuff was damaged during the initial insertion, causing it to leak; but this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the tracheostomy tube cuff from a blue rhino g2-multi percutaneous tracheostomy introducer set leaked. The device was placed successfully during a percutaneous tracheostomy procedure. The cuff was confirmed to have formed an adequate seal in the trachea. One day later, the cuff leaked. As a result, the tracheostomy tube was removed and replaced with a new device. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: k193133. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.